Event description:
It is alleged that a pt experienced a partial graft failure that was claimed to be due to a loss of suction on the infov.a.c. Therapy system. According to physicians nurse, it is alleged that the therapy unit was found with the power on, but no negative pressure and no alarms reported. The final outcome of the graft is not known at this time.

Manufacturer narrative:
According to kci records, the pt received v.a.c. Therapy for nine days in 2008. The info provided by the physcians nurse indicates that the alleged event occurred the night of placement which would have been the first day, and the pt continued with therapy on same device until the last day. Only limited info could be obtained regarding the alleged event as the physician was out of the office until two months later. According to the physicians nurse, the pt was alleged to have a partial graft failure but no percentage of failure or success of graft was provided. The nurse also indicated that the device had power and stated that the icon was rotating (which indicates device is applying negative pressure). Additionally, it was reported that the device was not plugged into the wall outlet when placed the previous day and that the pt was receiving air fluidized therapy and that this therapy was also allegedly found turned off the following morning. The device was returned to the service center where it was tested per quality control procedures and unit met specifications.